Manufacturer narrative:
Device history record (DHR) review was unable to be conducted at the time of this report a follow up MDR will include the DHR for the device. H6: health effect impact code: appropriate term/code not available: suggested code: additional tissue removed. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2025, the device was reporting inconsistent readings. Due to the issue the physician removed additional tissue from the patient. No other information available.

Manufacturer narrative:
An investigation was conducted: it was reported that on february 7, 2025, the device was reporting inconsistent readings. Due to the issue the physician removed additional tissue from the patient. The device was returned to the post market quality laboratory for investigation. Visual inspection was conducted and there were no signs of physical damage. Functional testing was conducted; the device was tested, and the reader recognized the loop probe and surgical probe. The device performed the measurements as intended without interference or error. No issues were found during the test, and the device worked as intended. Therefore, the complaint cannot be confirmed. The complaint could not be confirmed, no errors or issues were found during the test, and the device worked as intended. The investigation included a comprehensive review of the certificate of compliance from the contract manufacturer, complaint data and risk assessment. Conclusion: the reported issue was not confirmed, no errors or issues were found during the testing, and the device worked as intended. Future events will be monitored and trended. Complaint confirmed: no device history record (DHR) review: the certificate of compliance of the contract manufacturer was reviewed for the corresponding lot number. Lot number: 50165974-1 manufacture date: 8/25/2021 expiration date: n/a basic unique device identifier: (B)(4). H6: health effect impact code: appropriate term/code not available: suggested code: additional tissue removed.